Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to a new pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:cgm model: g6.mobile os: android / android_galaxy note9 / 1.4.1 / android_10.